Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4), alleging that the usb charging cable was missing from their onetouch verioiq meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient first noticed the alleged issue one week prior to contacting lifescan. The patient does not currently take any medication to manage their diabetes. The patient reported developing a symptom of "feeling faint" a few minutes after they realized their usb cable was missing. The patient did not report any treatment for this symptom. The alleged issue was not resolved with troubleshooting. A replacement product was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for a serious injury and they did not receive any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.